Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to non-physiologic sensing and short interval counts (sic). The lead was also noted with high threshold, high impedance with a confirmed fracture, and noise on electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.